Manufacturer narrative:
Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced significant weight loss, which resulted in difficulties charging the implantable pulse generator (ipg). Multiple recharging education sessions were provided; however, the issue remained unresolved. To address the problem, the patient underwent a revision procedure during which the ipg was removed and replaced. Postoperatively, the patient fully recovered. The explanted device was disposed of and will not be returned for evaluation.